Manufacturer narrative:
Per the clinic, the patient underwent surgical drainage on (B)(6) 2023. The patient also underwent a revision surgery on (B)(6) 2023, for device repositioning, biofilm removal and skin revision. Subsequently, the patient underwent an exploration surgery on (B)(6) 2024. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on may 15, 2024.

Manufacturer narrative:
Per the clinic, the revision surgery for device repositioning was performed under general anesthesia.

Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). The patient was also hospitalized (date not reported).